Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medications were greyed out and unable to pull. The technical support specialist logged into the station and observed a failed hardware icon displayed on the screen. Then contacted user and guided through the process of recovering the drawer. User successfully followed the instructions, and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user had successfully logged into the machine and scanned their fingerprint, but all the medications were greyed out and unable to pull. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.